Event description:
Wont calibrate case rear- damaged/cracked, iui- contamination, ail sensor assembly- damaged/cracked, bezel assembly- damage - unspecified, door latch assembly- sear- bent there was no patient involvement. 03/30/2016 12:32:27 jeffrey paulick (jpaulick) po for $329 approved by bob heath, 405-608-3433, bheath@okheart.com. Shipping & billing addresses confirmed. 04/19/2016 06:38:12 lien n tran (ltran) est-mnr to mjr 04/29/2016 14:24:33 jessica galang (jgalang) updated from mnr to mjr for the major repair needed per lien tran, service tech. Repair approved by bob heath at bheath@okheart.com for $365. No change to the po#. 05/03/2016 05:11:59 annette a mendez (amendez) 1z9791540272079532 02/01/2018 06:53:51 joseph kuhls (jkuhls). File reopened to add track wise pr number to the device data field. 02/01/2018 07:51:48 joseph kuhls (jkuhls). The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.